Event description:
It was reported that device has multiple segm's for noise. Noise is present on both atrial and ventricular channels suggesting noise is from an external source-emi and not due to any suspected lead problems. Clinical decision is pending. Lead remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).